Manufacturer narrative:
(B)(4).

Event description:
Procedure: thyroidectomy. According to the reporter: during the case, all fifteen clips either scissored or fell off the vessels. The vessels were probably cut. All the clips were retrieved from the patient's cavity. Another product was used to complete the case. It could not be reported if tissue damage occurred.